Manufacturer narrative:
Batch review performed on 24 may 2018: lot 147810: (B)(4) items manufactured and released on 16 february 2015. Expiration date: 2019-12-31. No anomalies found related to the issue. To date, all the items of the same lot have been already sold with 1 similar reported event.

Event description:
The surgeon revised the patient due to instability about 3 years after the primary. The surgeon reviewed the patient and determined that the stem potted distally. The surgeon removed the stem and liner and replaced them with a medacta liner and the stem from another company. The surgery was completed successfully.